Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one year post filter deployment, multiple unsuccessful attempts were made to remove the filter and also during the procedure they noticed, the hook of the filter and filter legs are protruding beyond the lumen and tip was embedded in the wall. Approximately a year later, patient presented with abdominal pain and CT revealed filter tilted against ivc wall, it had 6 inner and 6 outer struts, and all 6 outer struts perforate through the ivc contacting adjacent structures (abdominal aorta, psoas muscle, and lumbar vessels). Therefore the investigation confirmed for filter tilt, perforation of the ivc, and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt and perforation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced strokes post filter implant , however the current status of the patient is unknown.